Manufacturer narrative:
Potential complications include potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post radial keratectomy eyes might yield inaccurate refractive measurement. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing site representative reported the intraocular lens (iol) power chosen by the system was off compared to the surgeon's plan. The system was off by 16.5 diopters. The surgeon used an iol power closer to surgical plan and not the system's plan. Patient is reported to be doing well.